Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo heavily calcified, moderately tortuous distal right coronary artery that is 90% stenosed. During advancement of the 2.00x12mm nc trek neo balloon dilatation catheter, resistance was felt due to anatomy. Once at the lesion for pre-dilation, the nc trek neo balloon ruptured at 10 atmospheres during the initial inflation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.